Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-10889. It was reported that the patient's lead migrated to the t1 vertebral level. A revision surgery took place on (B)(6) 2019 to place the lead back into its original t8-t9 vertebral level location. Surgery addressed the issue. It is unknown which lead was revised and therefore both leads have been included in this report.